Event description:
It was reported that the atrial lead had high impedance and no capture. The physician changed the lead programming and all measurements were "within normal range." A few weeks later a new lead was implanted to work in conjunction with the atrial lead. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).